Manufacturer narrative:
(B)(4). Records indicate this device remains in service. The field representative has been contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized recently due to chest pain. It was also noted that the patient passed out recently and there was concern that it was device related. The patient reported that their device was irritating and sticking out, however it had not eroded through the skin. No additional adverse patient effects were reported.